Manufacturer narrative:
D10 concomitant product: eeaorvil25a, (B)(6) orvil 25mm automaticdv, (lot #n5k1447y); eeaxl25, eeaxl25 eea xl 25mm-4.8sgl use stapler, (lot #unknown); eeaxl25, eeaxl25 eea xl 25mm-4.8sgl use stapler, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastrectomy procedure, the instrument did not fire as intended. The physician was unable to fire the first two devices. The issue was resolved by replacing the devices with a new box containing a combination of stapler and oral anvil products. No patient complications have been reported as a result of this event.